Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
It was reported that during testing the ventilator had screen issues. Reportedly, the screen calibration was failing. There was no patient involvement. The customer troubleshot and was sent a touchscreen. The customer replaced the touchscreen to address the reported issue.